Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was 284 mg/dl at the time of the incident. Customer assisted with self test and it was passed. Customer states advised to rewind the pump but it was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump primed properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.